Event description:
The surgeon is concerned as it is becoming more difficult to achieve leg lengthening on his patient (B)(6). The mechanism appears to be jamming despite using booster applications of 2 & 3 on the drive unit as directed by stanmore engineer. Update on 16/sept/2019: a patient specific prescription form was submitted for patient's left side. Diagnosis is "jammed jts prosthesis". Note indicates "since (B)(6) 2019 tibia lengthened 11.5mm over 7 procedures. Average 1.6mm lengthening per procedure according to imaging report (B)(6) 2019".

Manufacturer narrative:
Corrected data: g5 combination product changed to no. Additional manufacturer narrative an event regarding seizing of an extension mechanism involving a jts distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for jts distal femur replacement which was inserted on the (B)(6) 2016. The surgeon reported that the implant failed to extend, possibly due to jam of the implant. The x ray provided shows that the implant has not achieved its maximum capacity of extension and the review from clinical history and the report from the imaging department showed the affected leg was 7mm shorter than the right leg. However, the reported incidence cannot be radiographically confirmed. Product history review: review of the product history records indicate (B)(4) device was manufactured and accepted into final stock on 02aug2016 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01jul2016 to present for similar reported events regarding seizing involving jts distal femur. There have been 18 other events. Conclusions: an event regarding seizing of an extension mechanism involving a jts distal femur was reported. Several lengthening attempts were made; a revision device has been designed ((B)(6)) due to seizing. The exact cause of the event could not be determined because further information such as retrieval analysis on the explanted device and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not explanted.

Event description:
Dr (B)(6) is concerned as it is becoming more difficult to achieve leg lengthening on his patient (B)(6). The mechanism appears to be jamming despite using booster applications of 2 & 3 on the drive unit as directed by stanmore engineer.